Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead dislodged due to a fall. The patient was scheduled for revision where the physician attempted to reposition the lead. However, the physician found that the helix was difficult to rotate. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix fully extended. Visual inspection and x-ray examination did not find any anomalies. The helix was found to be fully extended and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts.